Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 78 mg/dl. Customer did not recall if she pressed the buttons for three minutes or longer. Customer was advised to revert to back up plan and the device need to be replaced.

Manufacturer narrative:
The insulin pump had intermittent respond due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corners, minor scratches on the lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.